Event description:
It was reported that this electrode exhibited poor sensing and an inappropriate shock was delivered. The electrode was explanted and will be returned for analysis. During the explant procedure, the electrode was visually inspected and no damage was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that poor sensing and an inappropriate shock was seen involving this electrode. The electrode was explanted and will be returned. No damage was seen with the electrode. No additional adverse patient effects were reported. This electrode is part of the emblem electrode lumen advisory population.